Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2023. During the procedure, the spyscope ds ii could not get an image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Lot #, UDI #, expiration date, and device manufacture date: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.